Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture was noted on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The replacement rv lead still had capturing problems and the physician did not allege a malfunction against the original rv lead. The patient was in stable condition following the procedure.